Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; however pictures were provided for evaluation. Visual inspection of the photo showed that the cone of the return male luer lock (mll) was broken. The reported condition was verified. The observed leak was likely due to a broken mll cone. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported after priming and prior to patient connection with a prismaflex m100 set, a saline leakage from the blue line (the return line) was observed. The set was changed and treatment continued. There was no patient involvement. No additional information is available.